Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) ventricular tachycardia (vt) therapy was turned off. Additional information was obtained from the field representative indicating that the therapy was turned off by a fellow due to patient had underwent a surgery. However, no further information if the therapy was turned back on after the surgery. This crt-d still remains in service. No adverse patient effects were reported.